Event description:
Patient was receiving IV lipids when patient's mother notified nurse that tubing was leaking lipids onto floor. The tubing appeared to crack at the site of blue connector. Tubing was replaced and patient was not harmed.